Event description:
Suture line disruption: the following was reported: joined 2 grafts end to end with prolene 5.0 sutures (surgeon sure he had provided enough slack to the grafts). 3 days later the pt hemorrhaged. Surgery showed that the upper of the 2 grafts had sutures torn into the grafts and the grafts separated. Surgeon re-joined the grafts using another carboflo graft. It is unk which of the two grafts actually tore.